Manufacturer narrative:
A DHR was not performed, as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported complaint is unable to be performed. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling nonconformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 21mm 11500a valve in the aortic position, was explanted after an implant duration of 4 years, 4 months due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve.